Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as no patient injury has been alleged or further complications reported. It is unknown if the originally drilled bone hole was used for the backup anchor. Therefore, no further clinical/medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a hip arthroscopy and labral repair, the bioraptor anchor was pulled out after implantation. The surgical technique used in this procedure was: 2.9mm drill and drill guide, anchor inserted with mallet. The procedure was completed with a s+n back up device. Non-significant delay and no further complications were reported.

Manufacturer narrative:
(B)(4). (B)(6) (zip code).

Event description:
It was reported that, during a hip arthroscopy and labral repair, the bioraptor anchor was pulled out after implantation. The procedure was completed with a s+n back up device. Non-significant delay and no further complications were reported.